Event description:
A report was received that the patient underwent an explant procedure due to an infection. The infection was at clik anchor site. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient was prescribed oral and intravenous antibiotics. Cultures were taken after the revision and at the time of explant, both positive for pseudomonas. Infection not device related. It is believed that the infection was procedure related.

Event description:
A report was received that the patient underwent an explant procedure due to an infection. The infection was at clik anchor site. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg) model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to an infection. The infection was at click anchor site. The patient is reportedly doing well.